Event description:
It was reported to philips that wireless footswitch connection failed during use on a allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reset the wireless base station and repaired the wireless charger. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).